Manufacturer narrative:
Correction to implant date which is unknown according to the facility/customer, the date provided is boston scientific's best estimate.

Event description:
It was reported that it was suspected that the right atrial (ra) lead and right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system have been reversed in the header of the device. This was evidenced by a different looking complex seen on the electrogram (egm) on the programmer when connected via heart connect and surface electrocardiogram. It was noted that the physician has not decided the next course of action at this time. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Event description:
It was reported that it was suspected that the right atrial (ra) lead and right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system have been reversed in the header of the device. This was evidenced by a different looking complex seen on the electrogram (egm) on the programmer when connected via heart connect and surface electrocardiogram. It was noted that the physician has not decided the next course of action at this time. No adverse patient effects were reported. Currently, this crt-p system remains in service.